Event description:
Agent ide study. In 2005, prior to the index procedure, percutaneous coronary intervention (pci) was performed to the left anterior descending (lad) and right coronary (rca) arteries with taxus stents of unknown sizes. In 2014, in-stent restenosis at lad and rca was treated with 2.50 mm x 12 mm, 2.50 mm x 8 mm and 2.50 mm x 12 mm non-boston scientific stents. On 26-apr-2022, intravascular ultrasound (ivus) revealed under expansion of the mid rca stents and stent recoil in the rca vessel.

Manufacturer narrative:
B3 date of event: in-stent restenosis noted in 2014. D6a implant date: device implanted in 2005.

Event description:
Agent ide study in 2005, prior to the index procedure, percutaneous coronary intervention (pci) was performed to the left anterior descending (lad) and right coronary (rca) arteries with taxus stents of unknown sizes. In 2014, in-stent restenosis at lad and rca was treated with 2.50 mm x 12 mm, 2.50 mm x 8 mm and 2.50 mm x 12 mm non-boston scientific stents. On (B)(6) 2022, intravascular ultrasound (ivus) revealed under expansion of the mid rca stents and stent recoil in the rca vessel.

Manufacturer narrative:
Correction: h6 device codes this report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Device analysis results device technical analysis: the device was implanted and will not be returned for analysis; therefore, a technical analysis could not be performed. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Based on the available information, there was no evidence of device off-label use, or failure to follow the instructions for use (IFU). Risk review: a review of the taxus express product risk analysis found that this complaint event does not represent a new or unanticipated failure type or harm, as associated hazards, hazardous situations and harms for the assigned as reported codes were considered in risk documentation. Investigation conclusion: this product investigation is assigned the most probable cause classification of known inherent risk. This code was selected as the most probable complaint cause based on the information available. The reported event of restenosis is listed as a known adverse event associated with device use. Based on review of this data, this complaint does not represent a new or unanticipated event. It is noted that under expansion of the stent was reported. An under expanded stent could contribute to the event of restenosis. It was not possible to review the manufacturing records associated with the batch of device used in the procedure as the batch number is unknown. B3 date of event: in-stent restenosis noted in 2014. D6a implant date: device implanted in 2005.